Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, one (1) tube had a crack in the tube body that caused a rupture and leak in the centrifuge. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter address: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation, which show a tube with a crack at the bottom. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: cracked product/component. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, one (1) tube had a crack in the tube body that caused a rupture and leak in the centrifuge. No adverse impact was reported regarding the patient or user.